Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.

Event description:
Customer reported blood glucose was going over 400 mg/dl, 500 mg/dl and 600 mg/dl. Customer took the sensor out due to sensor error alarms. Troubleshooting was performed for sensor error, lost sensor, weak signal. The sensor had a bent cannula. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.